Event description:
Hospital reported receiving convenience kit in a hard pack tray on which a portion of the lidstock was not firmly attached. The kit was returned to namic and was not used on a patient.